Event description:
The pt reported that the infusion device delivered too much insulin due to a defective piston rod and in 2009, his blood glucose lowered to 45 mg/dl. He was hospitalized for five days. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.